Event description:
On (B)(6) 2013, complaint received from (B)(6) medical center, (B)(6) that during the daily battery check of cardiohelp (article number 701048012; serial number (B)(4)), the unit displayed battery 2 needs service error message. The error message occurred when unit was transferred from ac to dc battery power. Unit was not in use nor intended to be used on a patient at the time of the error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician evaluated cardiohelp unit on-site. Confirmed battery 2 needs service error message. Replaced batteries and re-calibrated. Completed functional checks with unit passing all tests. Unit operational. No other problems identified. (B)(4).